Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16645. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013446 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013446 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 22-may-2025, with a total of (B)(4) units. The sub-assembly: assembly lot 5e03505 was manufactured according to the wi version 30 and assembled in the quickset line, on 22-may-2025, with a total of (B)(4) units. Lot 5e03506 was manufactured according to the wi version 30 and assembled in the quickset line, on 23-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 5e03422 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 21-may-2025, with a total of (B)(4) units. The lot 5e01608 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 18-may-2025, with a total of (B)(4) units. The lot 5e03431 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 22-may-2025, with a total of (B)(4) units. The lot 5e03422 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 21-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 4. E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced four infusion sets leakage event on (B)(6) 2025. The leakage was at the quick release (qr). The infusion set was in use for one day. No further information available